Event description:
Additional information was received from the customer. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
A1 - a6, b5 - b7: updated. D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 13-feb-2025. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Could not confirmed customer's complaint during the 20 ml delivery accuracy test as the recorded results for the three tests were 21.9ml, 21.8ml and 21.8ml. The accuracy range for this test is between 18.2 ml and 22.2 ml. Upon further investigation, found that the downstream occlusion seal was delaminated, the upstream occlusion seal was buckled, the lens was scratched and found error code 46228, ui_detected_unexpecte d_mp_reset, weak internal battery. Replaced the occlusion seals, lens and lens seal. Charged pump for 3 days. Error 46228 did not recur. Updated software. Performed dso (downstream occlusion)/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was over infusing. There was unknown patient involvement.